Manufacturer narrative:
This device (evolution 3e ventilator) is not distributed in the USA.

Event description:
Flow sensor error alarm message on screen. The doctor removed the ventilator from service and used a different ventilator